Event description:
Customer reported waking up in the morning with blood glucose readings of 500 mg/dl. Customer stated that the insulin pump alarmed no delivery and motor error during bolus. Customer does not use the sensor feature and they were able to complete the rewind sequence. Customer's blood glucose reading at the time of the call was over 560 mg/dl and has treated with a manual injection. No further information reported.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion and displacement test. No motor error alarm during testing noted. The insulin pump was unable to prime during prime test due to faulty force sensor. The insulin pump was unable to perform the occlusion test or excessive no delivery test due to prime anomaly. The motor passed motor test. The insulin pump was received with cracked case at display window corner, cracked battery tube threads, broken belt clip slot and minor scratched display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.